Event description:
It was reported, the pt has never received stimulation in a particular area of his back and is dissatisfied with his scs system. The pt is to consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.